Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to a vertical cracked lcd controller. Unable to download pump history and verify pump error 35 due to constant blank flashing white display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump had a broken force sensor was detected during seating or regular delivery.the customer¿s blood glucose level was 135 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.